Event description:
The device was inserted into the lesion to be inflated and implanted. Once inflated, though, the surgeon realized that it was not possible to properly fill the device with liquid contrast as it was supposed to do. The hub was thus checked and it was noticed that there was a crack in the hub. The device was thus retrieved and a new one was used to carry out the procedure with no adverse pt consequences.

Manufacturer narrative:
This device crb 13300 (lot 14074862) is distributed outside the united states; however, it is similar to the united states product cxs 13300. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.